Event description:
The following was reported to hamilton medical ag: summary: according to the user, the patient's screen went off. I had the customer send me the log files. It is not known whether the device continued to provide ventilation. The users immediately discarded the device. According to the user, no patient was harmed. The device is now shut down. I guess we have to replace the esm board in the ip. I won't be back at work until (B)(6) 2024. .

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service the allegation in this complaint was confirmed to be a complaint. The ventilator stopped working as intended and was replaced with another unit. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. No patient, user or third party harm was reported. The root cause was determined to be electrical defect whereas the exact cause could not be established. In consequence the ip mainboard, the cable assembly and the ip esm board were replaced. Panel connection lost issues with hamilton-c6 shall be addressed in CAPA 2023_02_0067.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: according to the user, the patient's screen went off. I had the customer send me the log files. It is not known whether the device continued to provide ventilation. The users immediately discarded the device. According to the user, no patient was harmed. The device is now shut down. I guess we have to replace the esm board in the ip. I won't be back at work until (B)(6) 2024. .

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. Field d4: were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: summary: according to the user, the patient's screen went off. I had the customer send me the log files. It is not known whether the device continued to provide ventilation. The users immediately discarded the device. According to the user, no patient was harmed. The device is now shut down. I guess we have to replace the esm board in the ip. I won't be back at work until on (B)(6) 2024. .